Event description:
It was reported that the patient had venous thrombosis of the left limb due to the leads. It was also noted that the patient had distinct swelling of the left arm and had presented to the emergency room. The patient was put on anticoagulants. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: c174awk implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2010 ; 407652 implantable pacing lead, implanted: (B)(6) 2010; 419688 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).